Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (t bhcg) result on a single patient sample that was generated by the access 2 instrument. The initial tbhcg result of ">1000.00miu/ml" was printed with an "ovr" flag. (Ovr=the calculated concentration is above the highest or most concentrated calibrator). The sample was reflexed by the instrument in a dilute mode and a result of "<1000miu/ml" was obtained. The customer then performed a manual dilution (1:3) of the original sample and repeated testing for tbhcg; result was 2.25miu/ml. The customer retested the original sample neat for t bhcg once more and a result of ">1000.00miu/ml" was printed with an ovr flag. The original sample was tested neat again and the result was "sys, ind". (Sys=system flag, fatal flag and results are suppressed, ind=the result is at the low dose end of the curve. The result cannot be distinguished from a system failure because the rlu reading ori concentration is too low). The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment associated with this event.

Manufacturer narrative:
Qc was within specification in 2007. Qc for level iii was out of specification on the next day, after the event. System check performed on the same day passed. The specimen was collected into a 5ml, bd, lithium heparin tube. On original date, the system started posting multiple fatal errors. The customer reinitialized the instrument several times and continued to run. On the next day, during the event, again multiple system errors were posted to the event log. A field service engineer (fse) was dispatched to the customer's lab on event day: the fse replaced: vacuum pump and performed vacuum test which passed within specifications. The fse cleaned and inspected precision pump, tightened piston-to-belt screw that was loose. The fse ran several high samples on the access 2 instrument and compared values to a different instrument in the customer's lab. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.